Manufacturer narrative:
Device used for treatment, not diagnosis. Unknown when non-union began. This report is for an unknown screws: locking/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4) used for: hardware removal of a hind-foot nail took place on (B)(6) 2018 due to nonunion of subtalar joint. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review not available for reporting. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal of a hind-foot nail took place on (B)(6) 2018 due to nonunion of subtalar joint. The nail was removed, iliac bone graft was taken to graft the nonunion and 6.5/7.3 cannulated screws were inserted for fixation. Procedure completed successfully with no delay in surgery. This complaint involves four (4) devices. This report is 4 of 4 for (B)(4).